Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the device was not working and the patient was unable to charge; she kept seeing the reposition antenna screen when she attempted to recharge. The patient confirmed that she does not use the recharging belt, but when she attempted to put it on, she was unable to. The patient also turned the antenna dial and attempted another recharging session. The patient saw the normal recharging screen, but was unable to get any coupling bars. No symptoms were reported.

Event description:
Additional information received on 2016-jun-21 from the patient reported that their experience was terrible, stating that they were panicked as they couldn't recharge, still have trouble, and feel the device has problems. The patient believes they need another charging device, noting that they "can't go through all of this again."

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.